Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the synergy megatron 4.50 x 20mm stent delivery system (sds), batch #29757378. Visual, tactile, microscopic analysis and dimensional testing was performed on the device. A visual and tactile examination of the hypotube shaft identified a break in 21.1cm from the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. No damage was observed in the stent. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 4.50 x 20mm synergy megatron stent balloon expandable was selected for percutaneous transluminal angioplasty procedure. During procedure, stent did not pass through the lesion properly. Eventually when stent was positioned at the lesion and inflated, shaft break occurred. Procedure was completed with another of same device. Patient complication of vessel occlusion reported. Patient was admitted to hospital beyond the standard of care. It was further reported that 95% stenosed, moderately tortuous and calcified target lesion was located in left anterior descending artery (lad). It was further reported that intervention was performed in attempt to remove the broken shaft. All device fragments were removed from patient body.

Event description:
It was reported that shaft break occurred. The 95% stenosed, moderately tortuous and calcified target lesion was located in left anterior descending artery (lad). A 4.50 x 20mm synergy megatron stent balloon expandable was selected for percutaneous transluminal angioplasty procedure. During procedure, stent did not pass through the lesion properly. Eventually when stent was positioned at the lesion and inflated, shaft break occurred. Procedure was completed with another of same device. Patient complication of vessel occlusion reported. Patient was admitted to hospital beyond the standard of care.

Event description:
It was reported that shaft break occurred. The 95% stenosed, moderately tortuous and calcified target lesion was located in left anterior descending artery (lad). A 4.50 x 20mm synergy megatron stent balloon expandable was selected for percutaneous transluminal angioplasty procedure. During procedure, stent did not pass through the lesion properly. Eventually when stent was positioned at the lesion and inflated, shaft break occurred. Procedure was completed with another of same device. Patient complication of vessel occlusion reported. Patient was admitted to hospital beyond the standard of care. It was further reported that intervention was performed in attempt to remove the broken shaft. All device fragments were removed from patient body.